Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the original customer comment that the keyboard and back electrical cord door were broken and therefore both the keyboard and the power cord bay assembly were replaced to resolve. Analysis further noted that both keyboard hinges were broken, the keyboard slide cover was missing, the keyboard was missing six screws, the system fan was noisy and the electrocardiogram and radiofrequency connectors were loose. All found defective parts were replaced and additionally the link electronic module printed circuit board was calibrated. (B)(4).

Event description:
It was reported that the plastic keyboard and back cord door of the programmer were in need of repair. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.